Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated. The pump was found to be working properly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device does not give a bolus dose even though everything is connected. There was unknown patient involvement and unknown patient harm/adverse event reported.